Event description:
It was reported that during a septal puncture procedure an nrg transseptal needle was selected for use. Energization of the needle was able to be performed with no problems; however, the septal puncture could not be performed. Energization was performed three times thereafter, but the approach was still not possible. It was noted that the tip of the needle felt stiffer than usual as well. The needle was replaced with another of the same model. The procedure was completed with no patient complications.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.